Event description:
Patient underwent laparoscopic cholecystectomy earlier this year. The patient tolerated the procedure well, but later developed jaundice. An ercp was performed the following day to evaluate the patient for retained stones and/or bile duct trauma. The pancreatogram was normal; however, there was an incidental finding of a radiodense object that did not correspond to a known post-surgical object. This was disclosed to the patient. Two days after the original surgery a laparoscopic procedure was performed to remove the object, which was found to be a grasper tip from the initial surgery. The patient tolerated the procedure well. The device has two parts - a long handle and a threaded tip that screws on to the handle. The two parts were preassembled in the central processing. The members of this surgical team thought the instrument was only a one piece item; therefore the tip was not correctly included in the surgical count. If the tip is not firmly attached and/or be partially unscrewed during use it may fall off the handle. Now the two piece instrument is packaged unassembled in central processing, both pieces are included in the or counts.